Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that two cleo infusion sets before the third one successfully adhered to her body, pwd followed all required steps to help it adhere, but it did not. The impacted component was the infusion site. The serial and/or lot number was not available, though the pwd may be able to provide it from the box she is currently using. The infusion set was loose and leaking, nothing different was noted about the cannula as it did not adhere, and the type of infusion set used was the cleo 90 infusion set. The event occurred while in use with patient and there was no patient injury.